Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that the octaray catheter was not taking very many points, like there was a significant delay, or the octaray catheter would not take points at all intermittently. The caller reported that when building fam, the octaray catheter would be floating in the area, but it was not able to apply fam intermittently. The caller noted that the octaray catheter was building matrix, as the splines were visualized. The caller turned off the "exclude respiration" on the map, but the issue persisted. The caller also turned off the visitag stability plus under the tools, and turned on gated respiration, without resolution. The procedure continued by taking manual points instead, and the caller also dropped the fam resolution lower, to 14 instead of 17. It was also reported there was a significant map shift on the carto 3 system. The caller reported that there were no errors or alerts displayed on the carto 3 system. The patient was not cardioverted and the map shift occurred immediately after delivering the first pfa pulses. The caller reported that they verified on intracardiac echocardiography (ice) that they were located in the vein, but the map shift showed they were far out, by the appendage. The procedure continued and completed with the physician utilizing fluoro for guidance. After the case completed, the caller created a new map with new geometry. The customer's reported mapping point visualization and map shift issues are not considered to be MDR reportable, however, additional information was received on (B)(6) 2024 confirming no cardioversion or patient movement occurred prior to the map shift. As such, the map shift event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: an investigation was initiated by the manufacturer to investigate the issue. During the investigation, the data from the hospital was requested, received, and reviewed. According to the data it was found that the that the catheter was moved very quickly which impacted the ability for point acquisition. In addition, the parameters for acquisition for cl were very small which will impede acquisition even more. Therefore, the issue is defined as user related. Additionally, an investigation was performed by the manufacturer to investigate the map shift issue. It was found that the reported map shift was caused due to high metal values during mapping bellow warning level. The issue is related to a defect. The defect is being handled per defect management process. The history of customer complaints reported during the last year associated with carto 3 system #11226 was reviewed. 1 similar complaint was found. The manufacturing record evaluation was performed on carto 3 system #11226, and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: software problem identified (c10) / investigation conclusions: cause traced to software coding (d18) / component code: computer software (g02008) were selected as related to the mapping point visualization issue. Investigation findings: no device problem found (c19) / investigation conclusions: cause traced to user (d11) were selected as related to the customer's reported map shift issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 30-sep-2024, it was noticed the PMA/510(k) number was inadvertently omitted from field g4 of the 3500a initial medwatch report. The number has now been added ¿k231207¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).